Manufacturer narrative:
A ge oec service representative investigated the issue and broken high voltage cable was repaired, to fix the collimator issues. Additional note: the fse reported, as did the facility, that the facility power has been unstable. The fse reported, while on site that the facility power dropped, causing a system fluoro function pcb reset. Fluctuating facility power causing improper system power interruptions may also lead to system issues. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had a collimator issue, where iris pot error was displayed and reported instances where the collimator shut down, requiring a reboot to restore functionality.